Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code: hwc. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during a tfn procedure, the surgeon inserted the nail and then inserted the helical blade. The helical blade became stuck halfway in the nail. Surgeon used a mallet to hammer the helical blade in order to advance it into the nail but the helical blade would not advance. Surgeon called the consultant during the procedure for advice. Consultant advised the surgeon to check the implant and targeting instruments to make sure it was correct. All instruments and implant were correct. Surgeon then continued to mallet the helical blade and was able to advance the helical blade into the nail. The helical blade advanced into the femoral head. Surgeon mis-measured the helical blade and the helical blade was 1cm too long. Surgeon backed out the helical blade out of the femoral head. He then inserted the set screw and the two distal locking screws. Surgeon completed the procedure with no further problems, no harm to patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.